Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that both tabs were broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is multi factorial. D4: the handpiece associated with this MDR is as follows; part number: 6208000000.

Event description:
It was reported that during a total knee procedure the blade broke at the mount. It was also reported that there was no injury or adverse consequence to the pt or user. It was further reported that there was no delay to the procedure as a result of this event.